Event description:
Info received via mail on (B)(6) from (B)(6) that his client, (B)(6), experienced a severe hypoglycemic event requiring medical intervention and hospitalization on (B)(6) 2012 and was released on (B)(6) 2013. It was reported to that the consumer received a result of 500 mg/dl on their blood glucose meter at 8:20 am, and based on that result, she bolused 15 units of insulin. At 9:20 am, the consumer performed another glucose test receiving a result of 536 mg/dl and bolused another 15 units of insulin. Subsequently, the consumer experienced a hypoglycemic event requiring medical intervention. The meter and test strip lot numbers were not provided in this letter. The meter and test strips will not be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.